Event description:
Customer reported a high blood glucose and symptoms of a strange smell in her nose, shakes, headache, mood swings, and flu-like symptoms. The blood glucose reading was 180 mg/dl. Customer reported that the drive support cap appeared normal and recessed. Customer was assisted in running a manual prime and stated that insulin did exit from the tubing. Customer found no leaks. The insulin pump failed the high pressure test twice. Customer stated that the insulin pump was then in a prime cycle which she could not exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.